Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4), following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting (B)(4). (B)(6).

Event description:
The physician was attempting to treat a lesion in the infra popliteal artery with a nanocross balloon 2/80. It was inflated to nominal pressure of 10(atm). When physician began the deflation process, the balloon would not deflate. With some difficulty the balloon slowly deflated. Deflation time was approximately 10 minutes. Case was completed without any complication. No patient injury or harm occured. Evaluation summary: the nanocross device was received for evaluation inside a protective hoop. No additional ancillary devices or cine images from the procedure were received. The initial visual inspection after removing the device from the hoop found no kinks or damages to the device. The balloon was inspected under microscope and found the proximal end was twisted. No other anomalies were observed. Testing/findings: the nanocross was attempted to be flushed with water, but was unable due to an occlusion within the device. A 0.014" guidewire was inserted the proximal port of the device. Then water could be used to flush the lumen. Resistance was experienced when attempting to insert the guidewire distally. A 10cc syringe filled with 5cc of water was attached to the balloon port. Negative pressure was applied and bubbles were observed within the syringe. Fluid was attempted to be administered to the balloon using a 10cc syringe. A leak was observed. The inflation/deflation time specification for a 2mm x 80mm = 40 seconds.